Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had error code e333. The issue occurred at the beginning of an unspecified therapeutic procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "e333" was not reproduced - therefore, it was not possible to determine the cause of this event. The suggested phenomenon of "color bar is displayed when the base of the scope operation is bent" was not reproduced; however, as a result of carrying out a detailed inspection to the inside of the product through disassembly, the buckling of the image sensor cable was confirmed near the root of the operating section. When manipulation is applied such that, the part is flexed by this effect, it is presumed that the internal output signal line was disconnected or short-circuited, leading to the malfunction of the image pointed out. As for the cause of damage to the image sensor cable, it was not possible to identify any traces of external stress applied to the area. There is a possibility that the universal cord was bent excessively and a strong load was applied to the image sensor cable. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.